Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states will not hold joystick is worn out, will not properly control chair.